Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to report the receiver's menu button is not responding on (B)(6) 2016. It was indicated that a serious injury took place, but no information was provided. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of input does not respond was not confirmed. A root cause could not be determined.